Manufacturer narrative:
(B)(4). Event description continued: while no issue is suspected with the indeflator, guide catheter, guide wire, or valve, these devices will also be returning with the 3.0x33 rx xience xpedition sds. No additional information was provided. Concomitant products: inflation: indeflator stent: 2.75x28 xience the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified lesion with a total occlusion in proximal right coronary artery (rca), pre-dilatation was performed with an unspecified balloon dilatation catheter. After successfully deploying a 2.75x28 xience stent delivery system (sds) before a bifurcation in the proximal rca, a 3.0x33 rx xience xpedition ll sds was unpackaged without issue and prepped with 50% diluted visipack contrast then advanced to the proximal rca lesion, proximal to the implanted 2.75x28 xience, with resistance felt against the anatomy and force applied. The 3.0x33 rx xience xpedition ll sds, the sds ultimately was able to reach the target lesion and the xpedition was balloon was inflated once without issue to 14 atmospheres, successfully deploying the stent. When attempting to deflate the xpedition balloon, the balloon was only able to be partially deflated. While no attempt was performed to inflate the xpedition balloon again, complete deflation was attempted 4-5 times, including switching out of the indeflator for syringe to draw negative pressure, but the balloon still did not completely deflate. The 3.0x33 rx xience xpedition sds was withdrawn from the stent without issue, however, slight resistance was felt against the vessel during withdrawal; thus, the sds with the guide wire and guiding catheter were withdrawn from the patient as a single unit. A 3.0x15 unspecified non-abbott stent was deployed proximal to the implanted 3.0x33 stent, successfully completing the procedure. The 3.0x33 rx xience xpedition was angiographically confirmed to be fully apposed to the vessel wall upon withdrawal of the sds. While there were no adverse effects for the patient, the deflation issue caused a delay in the procedure.